Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed damage to the outer layers of the driveline; however, a specific cause for the damage could not be conclusively determined through this evaluation. No intervention was performed to the damaged of the driveline, and no product would be returned for evaluation. Review of the submitted driveline photo revealed that the outer jacket of the pump cable was torn, exposing the braided armor layer. An area of the braided armor layer was also torn, revealing the bionate layer which appeared intact. The underlying wires were visible at this location, and they appeared to be intact. Adjacent to this location, a portion of the driveline was covered with tape. Review of the submitted log files did not reveal any indications of damage to the underlying driveline wires. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had driveline damage, as the patient had exposed wires. The patient had applied silicone tape which was partially removed to reveal the extent of fraying however was adhered to the driveline, so it was unable to fully expose the region where wires were present. The event log contained no evidence of any type of driveline electrical conductor issue.